Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod at the time medical attention was sought; the pod and sensor were removed at the hospital. The patient reported that the medical event was allegedly related to inaccurate glucose readings from the dexcom g7 sensor, resulting in a discrepancy that affected system performance. On (B)(6) 2025, the patient sought medical attention and was hospitalized for 10 days, with discharge on (B)(6) 2025. The patient reported experiencing diarrhea, kidney failure, seizures, and headaches. The patient reported a diagnosis of ketoacidosis affecting the kidneys and was treated with insulin injections and a sliding-scale insulin regimen. At the time of reporting, the patient was no longer using the pod and was awaiting clinical guidance for insulin settings. Pod wear duration, pod sequence number, and lot number are unavailable as the patient did not retain the device. The product is not available for return. Blood glucose values are unavailable as the patient did not recall specific readings. Dexcom was notified on 30 april 2026.